Event description:
Extreme nerve pain in right; went in for lasik surgery. During post op, left eye healed fine, right eye has extreme pain, feels like shards of glass and a stabbing pain. Possibly suffering from corneal neuralgia. Went to see a doctor after post op who was very rude and gave me numbing drops. But did not help with anything to remedy the pain after the numbness wore off. FDA safety report ID # (B)(4).